Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer reported that they were unable to clear the alarms. The customer also reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.